Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 11jun2020. Investigation ¿ evaluation. A representative from nottingham university hospitals nhs trust informed cook of an incident involving a ultrathane mac-loc locking loop multipurpose drainage catheter. On an unknown date during a drainage procedure the blue stiffener would get stuck inside the catheter when trying to form the locking loop. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complainant returned one catheter and blue flexible stiffener to cook for investigation. Upon visual inspection there is no damage to the catheter or stiffener. The catheter was received with the stiffener partially inserted. The stiffener was advanced to the most proximal side-port and slight resistance was felt. However, the stiffener was able to be fully advanced. There is no resistance upon removal of the flexible stiffener. The stiffener¿s outer and catheter¿s inner diameter were measured to be within specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots records no related nonconformances. A database search was completed on the complaint lot and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. A CAPA is currently open to investigate this issue. Based on the information provided, examination of the returned product, and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: unknown. Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a drainage procedure. The operator reported the soft blue stiffener was getting "stuck inside the stent whilst trying to form the locking loop". Additional information regarding the event and patient outcome has been requested but is currently unavailable.